Event description:
It was reported that the device became contaminated. A 1.25mm rotapro catheter was selected for an atherectomy procedure in the left anterior descending coronary artery. While testing the device outside the patient during preparation, the device touched a towel on the sterile field and collected cloth fibers on the shaft of the burr. The procedure was completed with another 1.25mm burr catheter. No patient complications were reported.